Manufacturer narrative:
This MDR report is part of the (B)(4) program, exemption number e2015055. The reported device was received for evaluation; the event was not confirmed during testing. Evaluation found no overheating was observed during testing and no component failures were found upon disassembly. Preventative maintenance was performed on the device and it was returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, in which the device overheated. There was no patient involvement; no patient impact.